Event description:
The customer states that while performing axsym maintenance procedures, the axsym processing lid fell down and struck customer in the head, knocking customer's glasses off. The customer reportedly did not get hurt and did not seek medical attention. No injury was reported.